Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and high battery impedance was found. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated (elective replacement indicator, eri). Eri due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device reached elective replacement indicator (eri) less than five years post-implant. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated (elective replacement indicator, eri). Eri due to high battery impedance was logged on (B)(4) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device had high impedance and reached elective replacement indicator (eri) less than (B)(6) post-implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.